Event description:
The pt reportedly experienced intermittencies since initial activation and the condition worsened over time. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing confirmed that the device was functioning. The pt's device was explanted and the pt was reimplanted with another advanced bionics device.